Event description:
The issue was found during an unspecified procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, g2 - distributor should be unmarked from the initial medwatch, h6 - component code is being corrected to " 841 imager". Additional information added to field b3, b5, d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to external stress that resulted in the breakage of the image sensor unit. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use which state: instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tone of subject device produced a green color tone image. There were no reports of patient harm.